Manufacturer narrative:
All buttons functioned properly during testing, however the insulin pump had moisture damage on the keypad traces during visual inspection. No button error alarm, frozen display, or unexpected audio/beeping alarms noted during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the insulin pump keypad buttons are not responsive. Customer also indicated that he changed the battery but the problem persists. Customer does not recall any significant events leading to the error. Customer's blood glucose was 286 mg/dl at the time of incident and at the time of the call was 348 mg/dl. Two hours prior to the call, it was 377 mg/dl. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.